Manufacturer narrative:
(B)(4)

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air. Visual analysis confirmed the inflation line was collapsed inside the lumen of the tube, causing the leak. The confirmed condition was isolated to manufacturing process instructions and operator error.